Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify unexpected battery power loss, low battery alarm, replace battery alert, replace battery now alarm, failed batt test alarm, off no power alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with torn serial number label, cracked case behind the pump at the battery compartment, cracked select button keypad overlay and keypad overlay texture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert prior to replace battery alert, replace battery now alarm or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.